Manufacturer narrative:
It was noticed that the reagent probe was not adjusted in the rinse bath and the probe seemed to be shaking. Precision testing was performed and not acceptable. A field service engineer (fse) determined that the anti-splash cover was not placed correctly. The reactive needle was replaced and the probe was adjusted. Controls were within acceptable limits. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable cholesterol results from the cobas c 503 analytical unit. The initial result was 4.070 g/l. The repeat result were 2.750 g/l. And 2.580 g/l.